Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient had 4 syncopal episodes on the morning of date notified, and they are getting lightheaded and dizzy with rapid movements such as standing. There was no related pain or trauma, and it is unknown to be related to the device or therapy. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.